Manufacturer narrative:
Sequencing results have indicated that a ~23 base pair deletion in the spa gene region targeted by the xpert mrsa/sa bc test. This mutation prevented detection of the spa target, resulting in false-negative assay outcomes. Whole genome sequencing confirmed the isolate as spa type t121 and sequence type st8, lacking both the meca gene and sccmec cassette. The deletion did not affect spa typing, so the strain remains typeable. While spa mutations are generally rare, this type of small (~8-53 bp) spa gene deletion appears to be somewhat more frequent among s. Aureus st8 strains compared to other mlst types, as supported by discrepant data collected over the years. In conclusion, the likely root cause is a mutation/genetic drift which is considered a malfunction; therefore this case is deemed reportable. The annex codes have been updated to reflect the completion of this investigation.

Event description:
Cepheid customer reported a discrepant result - patient specimen for the reagent xpert mrsa/sa bc. The customer reports patient tested positive for mssa in blood cultures, but xpert mrsa/sa bc (us) results were 4x negative. The customer suspects a spa gene mutation and asks if cepheid would be interested in studying the isolate. Customer tested a positive blood culture bottle with cepheid xpert mrsa sa bc assay from a patient who was later confirmed to have staphylococcus aureus (mssa) by maldi biotyper method. Xpert test resulted as negative. The test was repeated when the cultures again grew mssa, but the xpert results remained negative. Further testing was conducted directly from isolated colonies suspension (off-label step), which also yielded negative results. Customer suspects that the isolate may carry a mutation in the spa gene and asks if cepheid would be interested in obtaining this isolate for further investigation. The blood culture bottle they used is not the recommended part number in the IFU.

Manufacturer narrative:
In this case, a blood culture bottle from a symptomatic patient flagged positive on the bact/alert virtuo system on (B)(6) 2025 at 06:39 am. The positive blood culture bottle was processed on-label using the xpert mrsa bc test. The result was again negative for sa and mrsa. The positive bottle was plated on culture media for isolated colony growth. On the following day, (B)(6) 2025, another genexpert test was performed using the culture bottle, which had been stored 2-6°c. The result was again negative for sa and mrsa. S. Aureus identification was performed by the maldi-tof instrument on (B)(6) 2025 at 3:35 pm. On (B)(6) 2025, a sub-cultured pure colonies was produced from the original positive blood culture. A new dilution at 1.10 of 0.5 mcf solution was prepared and tested with genexpert, which again yielded a negative result for sa and mrsa. In this case, the patient was placed on cefazolin empirically and remained on cefazolin throughout the testing process and beyond. Not risk of harm to this patient, or deterioration in health was noted as a result of this event. Cepheid has requested an aliquot of the affected sample for further testing. A supplemental report will be submitted once the investigation has been completed.